Event description:
Analysis of the returned device found that the downstream occlusion (dso) seal was peeled. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation. Functional and visual inspection were performed. Customer¿s reported problem, ac power port damaged was verified by visual inspection. The printed wire assembly (pwa) board was replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The downstream occlusion (dso) seal was peeling and was replaced.